Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the lead was explanted and a new lead was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report: 1627487-2021-00526. It was reported that high impedance issue was observed on the lead and upon x-ray observation lead fracture issue was confirmed. It is unknown which lead has the issue therefore both leads are being reported. A surgical intervention is anticipated in the near future. No additional information is available at this time.